Manufacturer narrative:
Analyzed production record, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Physician reported his patient's finger straightened but presented with osteomyelitis post dw removal. Surgical debridement was performed and the patient is 3 weeks into a 6 week course of antibiotics.